Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the battery compartment was intact and no damage was found. The complaint of a cracked battery compartment was unable to be duplicated. Unrelated to the original complaint, the display was dim and pink. Additionally, the up arrow, down arrow, and ok keypad buttons were unresponsive. No damage was found to the button contacts or to the keypad flex cable. The pump was opened to find no damage to the keypad connector or the keypad flex cable. The keypad connector latch was secure. Moisture was found on the audio bolus button contact. The audio bolus button was shorted due to moisture ingress causing the keypad to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.